Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The pressure tubing was also returned. Three kinks were observed on the catheter tubing approximately 41.9cm, 74.2cm and 75.9cm from iab tip. Additionally the optical fiber was found to be broken within the membrane approximately 27.4cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID no. : (B)(4).

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that iab balloon catheter (sensation plus 50 cc), had fiber optic sensor failure during use after the patient had been agitated, but there was no patient harm or injury reported. The fiber optic cable was disconnect and reconnected but there was still a fiber optic sensor failure message.